Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system pca will be replaced to address the issue.

Manufacturer narrative:
The device has been evaluated and the system pca will be replaced to address the issue.